Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Xray reviewed and not submitted at this time as image is undated and would be difficult to correlated to presence of erosion as alleged a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately 1 year later due to acetabular bone loss. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00500105028 lot# 65562632 liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells. Cat# 00811400310 lot# 65270823 femoral stem 12/14 neck taper ext. Offset size 3 130 mm stem length. Cat# 802202802 lot# 3070638 femoral head 12/14 taper 28 mm diameter +0 mm neck length. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.